Manufacturer narrative:
Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that follow up showed a type ii endoleak and the aneurysm sac slowly increasing in size. CT approximately four and a half years later showed the proximal margin was lost due to the increase in the aneurysm size and the suprarenal stent was detached partially from the stent graft. The patient required open surgery and the endurant stent graft was explanted and replaced with a y-prosthesis. The cause of the event, as per the physician, is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported partial suprarenal detachment from the bifurcate proximal margin observed at 1 or possibly 2 locations was confirmed; however the exact cause could not be determined from the limited films returned. The anatomy at implant is unknown, and earlier post-implant films were not provided for comparison. The bifurcate was found positioned within the short neck with a marginal proximal seal length of 10mm, and the aortic body and infrarenal neck were moderately angulated at the flow divider ~55 deg a-p, relative to the iliac limbs. There is a potential for a type ia endoleak; however, lack of contrast did not allow assessment of any endoleak. The earlier reported type ii endoleak may have led to aaa expansion; therefore, is possible that disease progression due to neck dilatation and/or shortening may have also contributed to the partial suprarenal stent detachment. Lack of stent graft proximal neck radial support caused by neck dilatation may have allowed increased loading of the graft fabric and/or sutures at the suprarenal stent to bifurcate fabric attachment, with eventual partial failure of the graft fabric/sutures. The observed aortic neck angulation may have also contributed to the increased loading at the suprarenal stent attachment. The explanted device was not returned; therefore, a comprehensive analysis of the explanted devices could not be performed. If information is provided in the future, a supplemental report will be issued.